Event description:
It is reported that the device was implanted in 2009 and that the pt was revised two months later due to a fracture of the device.

Manufacturer narrative:
This report will be amended when our investigation is completed.